Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a procedure utilizing a suture passer on an unknown date. During the procedure, the suture passer would not hold the suture. There was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.